Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 450cc mentor memorygel breast implants experienced symptoms of autoimmune disorder post procedure. The patient began experiencing breast pain/burning in (B)(6) of 2014, had reversed cervical curve/anterior head translation in (B)(6) of 2014, an overactive bladder in (B)(6) of 2015, chronic fatigue in (B)(6) of 2015, chronic sinusitis/allergic rhinitis in (B)(6) of 2015, obesity in (B)(6) of 2015, hypothyroidism in (B)(6) of 2016, and exczema/psoriasis in (B)(6) of 2017. No device issue such as rupture was reported. As a result, an explant was performed on (B)(6) 2020. The pain and burning was stated to have fully resolved after removal of the implants. See 1645337-2020-16216 for contralateral prosthesis report.